Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks which resulted in therapy exhaustion. The inappropriate therapy was due to functional undersensing of noise and low amplitude measurements. The patient had lost weight and the device was found to be floating around under the patient's arm. The system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks which resulted in therapy exhaustion. The inappropriate therapy was due to functional undersensing of noise and low amplitude measurements. The patient had lost weight and the device was found to be floating around under the patient's arm. The system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.